Manufacturer narrative:
A bec field service engineer (fse) found the cap piercer leaking. The fse confirmed that the closed tube sampling (cts) was the root cause. The issue was resolved by the customer not using the cts function.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining results for total protein (tp), albumin (alb) and total cholesterol (t-chol) with poor reproducibility. The results were generated by a unicel dxc 600 synchron clinical system. Maximum variation between results: 7% for tp, 5% for alb, and 10% for t-chol. Erroneous results were observed for samples with sample tubes with caps. No erroneous results were reported out of the lab. No effect to patient or operator was reported in connection with this event.